Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that neither the patient programmer or the recharger was working. The patient did not have her equipment with at the time of the call so no troubleshooting could be done. No further complications were reported. Additional information was received from the patient on (B)(6) 2017. It was reported that their external devices, the patient programmer and recharger, were not working as they were turned off. The patient stated that they needed help because their system was not working. It was further reported on (B)(6) 2017 that the patient was still unable to get their implantable neurostimulator (ins) to turn on. The patient tried connecting their ins to their recharger and got a ¿reposition antenna¿ screen. It was noted that the patient last charged their ins several months prior to the date of this report. The patient was redirected to their healthcare provider (hcp) for a possible overdischarge. No further complications were reported or anticipated.